Event description:
Customer reported the insulin pump alarmed an unexpected restart each time she changes the battery. Troubleshooting was performed. Customer's blood glucose level was 120 mg/dl. The device was not stored. Alarm occurred during normal use and has happen four more last two months. Time and basal settings were verified. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.